Event description:
Additional information reported that the leads were also explanted on (B)(6) 2012, along with the rest of the system.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient developed a "severe" infection located near the right implantable neurostimulator (ins). It was noted that the patient experienced pain at this site. It was noted that the ins was removed on (B)(6) 2012, while the "leads remained implanted" in the patient. It was noted that this incident was not device related, but was "possibly related to implant procedure." It was further noted that lab work was performed, and the results were "negative." It was noted that the patient was hospitalized due to this event. It was noted that the patient recovered without sequelae.

Event description:
Additional information received reported that the implant and implant site were infected. The stimulator and the extension cables were explanted. Also, there was an incision and drainage of a right chest wall abscess. No further information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type extension; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type extension; product ID 3387s-40, lot# v395384, implanted: (B)(6) 2012, product type lead; product ID 3387s-40, lot# v395384, implanted: (B)(6) 2012, product type lead. (B)(4).

Manufacturer narrative:
(B)(4)